Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. From a follow up phone call by product surveillance, the patient stated she believed the air came from an incomplete prime. Based on the information obtained during baxter's investigation, this incident was determined to be related to user error - the patient connected before priming was complete. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center to report an air bubble in the patient line while performing therapy on the homechoice (hc) machine during the initial drain. The home patient (hp) stated he believed the air came from an incomplete prime. The hp continued therapy on the same setup with no further issues, discarding the supplies after use. The lot number was unknown and no companion sample was available. Upon follow-up with the hp on (B)(4) 2010, it was found there was no patient injury or medical intervention associated with the incident.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available. A follow-up report will be submitted if additional information becomes available. Since the lot number was unknown, no batch review will be performed.